Manufacturer narrative:
(B)(6). Section d4: lot number, UDI, expiration date details are not provided by the customer. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Section h4: manufacturing date not provided by the customer. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in kansas has reported via a fisher & paykel healthcare (f&p) field representative that the evaqua connector of a bc190-05 nasal tubing 50mm was found to be detached from the tubing during use on a patient. The healthcare facility further reported that the patient experienced desaturation and until the staff could use the resuscitation bag on the patient. There was no reported further patient consequence. We, f&p have requested additional information related to patient condition from the healthcare facility.

Event description:
A healthcare facility in kansas has reported via a fisher & paykel healthcare (f&p) field representative that the evaqua connector of a bc190-05 nasal tubing 50mm was found to be detached from the tubing during use on a patient. The healthcare facility further reported that the patient experienced a moderate oxygen desaturation, and the patient condition was stabilized by providing manual ventilation (bagging) until the staff could replace the nasal tubing. There was no further reported patient consequence.

Manufacturer narrative:
(B)(4). Section d4: lot number, UDI, expiration date details are not provided by the customer. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Section h4: manufacturing date not provided by the customer. Method: the subject device, bc190-05 nasal tubing 50mm was not returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the information and description of events provided by the healthcare facility, and our knowledge of the product. Results: visual inspection of the provided photography confirmed that one of the evaqua connectors was detached from the tuning. Conclusion: without the return of subject device for evaluation, we are unable to determine the exact cause of the reported fault. All flexitrunk infant nasal tubing's are visually inspected, and pressure tested during production and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc190 bubble CPAP system state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc190 bubble CPAP system.